Event description:
The pt's enteral feeding tube was found connected to the oxygen tubing for his nasal cannula. The pt's abdomen was distended and he complained of pain. A short time later, the pt became unresponsive, was coded and transferred to ICU. X-rays revealed free air in the abdomen and a perforation of the colon. Subsequently a colostomy and g-tube were placed. The pt developed a sepsis and his condition deteriorated. He expired.